Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was associated with an infection. No intervention has been performed at this time and the s-ICD system remains in service. No additional adverse patient effects were reported. If a system explant is performed, this report will be updated. Additional information provided from the field indicated the patient later returned to the hospital with systems of discomfort. Fluid/discharge was observed and there was evidence of erosion of the s-ICD pocket. Pre-explant swabs did not indicate signs of infection however, this was still initially suspected from the field. Surgical intervention was performed and the s-ICD system was explanted and replaced with a transvenous system. According to the field, the explanted system will not be available for return back to boston scientific for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was associated with an infection. No intervention has been performed at this time and the s-ICD system remains in service. No additional adverse patient effects were reported. If a system explant is performed, this report will be updated.